Event description:
It was reported that the patient presented to the clinic. Upon performing capture test, it was noted that the right ventricular (rv) lead had failed to capture and also caused pocket stimulation which resulted in discomfort. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
Correction: the report type should have been malfunction and not serious injury.